Event description:
The delivery driver allegedly saw sparks by the head motor and the bed quit working. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of this device. Model bar600ivc, serial number (B)(4), is approximately 4 months old. The user manual for this device is part number (B)(4). It is unknown if the consumer has fully read and understands the user manual. It is unknown if this is an initial set up of the bed. On page 10 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. The initial set up of this bed must be performed by a qualified technician. Procedures other than those described in this manual must be performed by a qualified technician. For dealers only - set-up and assembly instructions are in the rear of this manual. These procedures must be performed by a qualified technicians only." Adhering to the following safety instructions may have prevented the spark on the headboard. "Important safety instructions when using the bed, basic precautions should always be followed, including the following: read all the instructions before using the bed. Danger - to reduce the risk of electric shock: always unplug the bed from the electrical outlet before cleaning. Warning - to reduce the risk of burns, fire, electric shock, or injury to persons: unplug from the outlet before servicing. Close supervision is necessary when the bed is used by or near children and/or disabled persons. Use this bed only for its intended use as described in these instructions. Do not use attachments not recommended by the manufacturer. Never operate this bed if it has a damaged cord or plug, if it is not working properly, if it has been dropped, damaged, or dropped into water. Return the bed to a service center for examination and repair. Keep the cord away from heated surfaces. Do not use outdoors. Use masked or nasal type oxygen administering equipment only in conjunction with the manual/electric bed. The use of any other type of oxygen administering equipment can result in a fire hazard. To disconnect, do not depress pendant buttons. Risk of electric shock - connect this bed to a properly grounded outlet only. Refer to grounding instructions on page 16. Risk of injury to persons - do not place video equipment such as televisions or computer monitors on bed." The type of outlet used for the power connection is unknown. It is unknown if the grounding plug was altered on the cord. On page 16 the following warning is provided: "warning-electric beds are equipped with three-prong (grounding) plugs for protection against possible shock hazards. Where a two-prong wall receptacle is encountered, it is the personal responsibility and obligation of the customer to contact a qualified electrician and have the two-prong receptacle replaced with a properly grounded three-prong wall receptacle in accordance with the national electrical code. If you must use an extension cord, use only a three-wire extension cord having the same or higher electrical rating as the device being connected. Do not, under any circumstances, cut or remove the round grounding prong from any plug used with or for invacare products. In addition, invacare has placed red warning tags on some equipment. Do not remove these tags. For proper grounding, junction box must be securely connected to the bed with metal screws and the spacer provided or electrical shock could occur."